Event description:
It was reproted the angio-seal was used to achieve hemostasis. The patient started to bleed when the tamper tube was pulled out. Manual compression was applied for one hour and hemostasis was achieved. Six hours later, the patient was dialyzed. Seven hours later, manual compression was applied for 30 minutes when the patient started to bleed. Surgery was performed twelve hours later. There was bleeding around the anchor when the artery was opened. The anchor was buried inside the vessel wall. The patient received 3 bags of blood transfusion or 1,200ml.

Manufacturer narrative:
No components were returned for analysis and review of the device history review was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the bleed could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.